Event description:
(B)(4) clinical study. It was reported that angina, stent thrombosis and in-stent restenosis occurred. In (B)(6) 2011, the patient presented with unstable angina (braunwald classification: iiia) and was referred for cardiac catheterization which revealed the 80% stenosed, de novo ostial, bifurcated lesion located in the proximal left circumflex (lcx). The lesion was 10 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct stent placement using a 3.50 mm x 16 mm taxus¿ element¿ drug eluting stent, implanted in the left main coronary artery (lmca) extending to the lcx. Following post dilatation with kissing balloon technique, residual stenosis was 0%. On the same day, balloon angioplasty of the left anterior descending (lad) artery was performed. Two-days post-procedure the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with angina pectoris and it was noted that stent thrombosis with 90% diffuse in-stent restenosis of previously placed taxus element stent located in the lmca was treated with balloon angioplasty with 0% residual stenosis. The patient was medicated to treat this event. One day post procedure, the event was considered to be resolved with residual effects. Two days post procedure, the patient was discharged.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, the patient was diagnosed with stent thrombosis and was treated with bypass and repair of aortic valve. In (B)(6) 2014, the patient was hospitalized. Three days later, the event was considered to be resolved without residual effects and the patient was discharged on the same day.